Event description:
It was reported that a new artificial urinary sphincter 6cm cuff was added to the existing system by using a y-connector for a double cuff placement due to recurring incontinence on (B)(6) 2018.

Event description:
It was reported that a new artificial urinary sphincter 6cm cuff was added to the existing system by using a y-connector for a double cuff placement due to recurring incontinence on (B)(6) 2018. Additional information received indicated the patient outcome following the revision surgery was good.